Manufacturer narrative:
The single-use device was received for evaluation. The flow rate was set at zero on the multirate control module. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, continuous flow was observed at 2 ml, 4 ml and 6 ml on the multirate control module. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume infusor stopped flowing during infusion. This occurred after the patient dropped the device. There was no patient injury or medical intervention associated with this event. No additional information is available.